Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2017 with the following findings: a review of the black box showed the basal total daily dose totals were inaccurate due to a temp basal program being run. The pump was run for 24 hours at a 1 unit per hour basal rate. At the end of testing the basal history correctly showed 1 unit and the total daily dose showed 24 units. The basal total daily dose history recording a defect allegation was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal delivery totals in total daily dose did not match the active basal program. The basal history matched the active basal program settings. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl but less than 500mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.